Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented with fever. The entire system was explanted due to infection. No additional information available.